Manufacturer narrative:
This supplemental was created to inform that the leads were not explanted. There are no allegations towards the leads.

Event description:
It was reported that this pacemaker was found eroded and migrated from it's pocket. This right atrial (ra) lead along with the rest of the system was explanted due to necrosis. No indication of product return. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found eroded and migrated from it's pocket. Device was explanted due to necrosis. No indication of product return. No additional adverse patient effects were reported.